Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the event could not be determined. The filing of this report is not an admission that the device caused or contributed to the reported event. As part of our investigation of this report, olympus made multiple follow up attempts regarding the reported event; however, no additional information was obtained.

Event description:
Olympus received a legal document on 4/25/2016 which alleged that cancer was spread to the patient after undergoing a laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy and lysis of adhesions for the removal of uterine fibroids on (B)(6) 2003, during which a power morcellator device was used. On (B)(6) 2015 the patient expired as a result of the cancer.